Manufacturer narrative:
(B)(4). Date sent: 9/7/2021. H6: component code =g04. Additional information : - additional event information: the sales rep got a call from the customer that the jaws were not opened, so he explained how to use the knife reverse switch and the manual override lever on the phone. Both the knife reverse switch and the manual override lever were used, but it is unknown which one opened the jaws. When the cartridge was removed from the device, it was on a clean area, and it is unknown if the sled was on the cartridge at the time. The sales rep confirmed that the sled was missing in an unclean area. It was not on the mayo table. They checked everywhere if there is the sled. Another device and cartridge were used to complete the case. The patient¿s condition is stable. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was received. The reload was received fully fired, with several b-formed staples on the reload deck, and with damage on reload pan. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that handling by the customer could damage the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the charger did not release all of the staples resulting in poor stapling and the need to replace the charger. There was no patient consequence. No further information is available.